Event description:
A written report was received from a nurse who reported "a patient was running on a baxter dialysis machine suing a f160 dialyzer and medisystem tubing and dialyzer, header cracked and leaked patient's blood and patient removed from machine and taken to ICU (patient's condition stable). Using pre-arterial chamber and monitoring arterial pressure and not sure of what alarm if any occurred". The reporter of this event was called for additional information. According to this rn, the event occurred "well into 3 hours of dialysis treatment. The second bag of prbc was hung and it was noted a blood leak occurred and blood was coming out arterial chamber of dialyzer. This patient lost the entire system then proceeded to go into hypovolemic shock. A code was called and the patient responded to interventions. The patient was transferred to ICU". The reporter would not disclose any further information but did leave a phone number of another contact. According to the second contact, "the patient's current status is back to baseline". The internal investigation leads to either a disconnection on tubing or human error but leaning towards human error". This reporter stated "because it had to be a connector". Initially it was reported a sample was available but new verbal information received stated it was thrown out.